Event description:
The physician reports that, the crystalens was damaged. No further details were provided. Add'l info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.